Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak remains unknown.

Event description:
During an endovascular aneurysm repair procedure, the hemostasis valves of the sheath was leaking blood. Upon inspection it was found that there was no seal on the sheath. The sheath was exchanged to resolve the issue without adverse patient consequences.